Event description:
It was reported during a routine clinic visit that the right ventricular (rv) lead exhibited transient t-wave oversensing (twos) post pace. The lead was reprogrammed and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant: d224drg ICD implanted: 2010-(B)(6).